Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only. Field d4 was updated with full UDI information.   Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: low oxygen and oxygen supply failure. 100% oxygen selected, displayed ~94% for a few minutes according to customer. Many errors/issues leading up to this (e.g., disconnection on patient side, flow sensor tubing error, vt low, etc.). Automatic oxygen limits selected. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: low oxygen and oxygen supply failure. 100% oxygen selected, displayed 94% for a few minutes according to customer. Many errors/issues leading up to this (e.g., disconnection on patient side, flow sensor tubing error, vt low, etc.). Automatic oxygen limits selected. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).